Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that an unspecified bd push button blood collection set experienced a retraction issue -would not retract, and was involved in a needle stick injury during use. The needle stick injury occurred after the device had been used on a patient and the needle failed to retract. It has not been specified whether any medical intervention was sought or received as a result of the injury. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd push button blood collection set experienced a retraction issue -would not retract, and was involved in a needle stick injury during use. The needle stick injury occurred after the device had been used on a patient and the needle failed to retract. It has not been specified whether any medical intervention was sought or received as a result of the injury. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. The needle did not retract and a nsi occurred. She stated they received post testing but has no other information to provide on that incident.